Manufacturer narrative:
B5: approximately 1 month later post-op the problem was resolved and the patient had no complaint. Claim # (B)(4).

Manufacturer narrative:
Weight: unk, race: unk, ethnicity: unk, explant date: unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -07.00/+2.0/090 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2021. The patient experienced a refractive surprise and the lens remained implanted. This lens was the replacement lens for MFR. Report # 2023826-2021-02904. Additional information has been requested but none has been forthcoming.